Event description:
A report was received that the post implant procedure the patient experienced an increased frequency angina, which was a pre-existing condition. The symptoms relieved after use of sublingual nitroglycerin and rest.

Manufacturer narrative:
Date of event: (B)(6) 2013.